Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was stated that the patient's parents performed pre-testing the of the device and found that the cuff did not expand. They attempted a total of traches for their daughter in less than 72 hours. One of devices eventually worked and lasted for 24 hours. However, with this said device, only one side of the cuff inflated eventually. Patient is a 19-month-old female. There was medical intervention required, and an increase of oxygen flow was found. There was patient involvement, and no patient harm/adverse event reported.